Event description:
It was reported that the user experienced intermittent absence of glucose readings on the pump while using a dexcom g7 continuous glucose monitor (cgm) sensor, with two sensor reconnecting alerts and subsequent restoration of readings during the call. No adverse clinical symptoms reported. Outcomes included no reported injury, no medical intervention, and recovery of data transmission after reconnection. User support included customer interview, device use review, and troubleshooting education. Investigation of this case revealed transient cgm signal loss and successful reconnection, with no pump alarm malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm communication loss consistent with use conditions.